Event description:
Lens explantation due to opacification. One week post-op the pt's corrected vision was 20/25. In 1999 a reflection could be noticed at the surface of the intraocular lens with a slit-lamp. The pt complained of decreased vision and opacification was noted on the posterior capsule. In 2000 the pt's best visual acuity was 20/40 in dim light and reduced to 20/80 with more light. The lens was explanted in 2001.